Event description:
It was reported that during the scheduled vena cava filter retrieval, the filter was noted to be tilted and two detached limbs were discovered. The filter and both detached limbs were successfully retrieved. There was no reported pt injury.

Manufacturer narrative:
The device history records could not be reviewed as the product code and lot number were not provided. The device was not returned. Images were not provided. The complaint investigation is inconclusive for filter tilt and limb fracture. Based upon the available info, the definitive root cause for the reported filter tilt and limb detachment is unknown. The current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Filter tilt, filter malposition.